Event description:
A surgeon reported that a pt who rec'd 15cc's of calstrux (tcp putty) in combination with op-1 putty and 8cc's of blood for an unknown indication and experienced drainage. Cultures were pending. Follow-up info rec'd on 08/25/06 confirmed that the pt, a male who rec'd calstrux (tcp putty) in combination with op-1 putty in 2006 as part of a lateral transverse process fusion l4-l5-s1, segmental instrumentation l4-l5-s1, and complete laminectomy l4-l5 and l5-s1 with bone graft harvesting for an unknown indication. Was hospitalized five days later, for serosanguinous drainage and an enterococcus faecalis infection. Testing included a culture and sensitivity which revealed the enterococcus faecalis. Treatemnt included an incision and drainage. Outcome was not provided. The surgeon suspects the events were related to the use of calstrux and op-1 putty. Additional info is being requested.